Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported that carelink data was not correct. It was reported that customer was partially able to upload to carelink and the system shut down. It was reported that the time and date did not match on insulin pump even after code removal. Customer's blood glucose was 9.0 mmol/l. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was programmed with multiple boluses and monitored; all the boluses were delivered properly and were listed in the bolus history screen. The insulin pump uploaded using carelink pro; carelink pro listed all test data. No history anomaly noted on carelink pro. The insulin pump passed displacement test and self test. The insulin pump was received with cracked reservoir tube lip, scratched case and minor scratched lcd window.